Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was revised for an unknown reason. Additional information indicated that the patient experienced charging difficulties, as the implantable pulse generator (ipg) was unable to hold a charge. To address this, the patient underwent a revision procedure during which the ipg was removed and replaced. Postoperatively, the patient is recovering well. In accordance with hospital policy, the explanted device will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was revised for an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.